Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's left eye in a secondary surgical procedure due to mechanical failure. There was an incision enlargement, and the lens was removed in whole, but no vitrectomy or sutures were required. There was no patient injury reported. No further information was received.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between jul 26, 2022 and nov 2, 2022. The intraocular lens (iol) was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain additional information regarding the event; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional information received from customer clarified that " mechanical failure" was that the patient reported constant hazy vision affecting all activities especially when driving. That the patient's visual issues first occurred or was diagnosed on (B)(6) 2022. Another johnson & johnson lens of different model (aab00), but the same diopter (+18.50) was used as the replacement. The patient was reported to be stable. The following field was updated accordingly: section b3: date of event: 11/1/2022. Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: dec 19, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the suspect lens was received stuck to medical gauze. No additional product or components were received. Visual inspection under magnification revealed that the lens was received coated in viscoelastic residue. The lens was cleaned and inspected and damage to the haptics was identified. The complaint issues were not confirmed. The other observed issue found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Corrected data: based on the additional information received from the customer, only the "adverse event" would be selected for the section "b1 - report type" as the event is only considered to be an adverse event¿ and is no longer a "product problem". In review, it was also noted that the "g4 -combination product" field was inadvertently not populated in the initial MDR report, which has been corrected in this follow up report. Additionally, it was noticed that health effect - clinical code (1845) and medical device problem code (1384) were entered in section "h6" of the initial MDR report which based on the additional information received, these codes would need to be corrected in this supplemental MDR report. Therefore, the following fields were updated accordingly: section b1: report type: adverse event. Section g4: no. Section h6: health effect - clinical code: 2137 - blurry vision: visual impairment. Section h6: medical device problem code:2993 - no reported device problem. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.